Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing anomaly. A complete lead was returned in one piece with the helix found extended and clogged with blood. The full helix extension length was measured within specification. The reported events of failure to capture and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.

Event description:
The right ventricular lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient's right ventricular lead was dislodged. The patient had presented for a follow up in clinic and loss of capture and a decrease in p and r waves was observed. The patient was scheduled for a procedure but cancelled noting they would be seeking a second opinion. There were no reported consequences. The patient was being monitored remotely.